Manufacturer narrative:
Internal investigation into lot sp200011 resulted in no remarkable findings including 167 devices released to finished goods, 157 have been distributed. Of the 157 distributed, 81 have been reported as implanted. The lot was aseptically processed, terminally sterilized, and met qc release criteria. There were no processing deviations or nonconformances related to the nature of this complaint. Several follow up attempts were sent to the reporter requesting additional information. To date, no response has been received. Based on the reported information relationship between the event and the strattice device cannot be determined. No further actions are required as a nonconformance could not be confirmed.

Event description:
Healthcare professional implanted a piece of strattice firm 10x10 in patient. There were no complications. Patient had a subsequent surgery in late june. Patient came into the clinic for a follow up visit, at which time healthcare professional found what they suspect to be unincorporated strattice protruding from the incision.

Manufacturer narrative:
The device remains implanted, and thus, analysis of the device will not be possible. Multiple attempts were made to contact the reporter for additional information. No further information has been received. Internal investigation into lot # sp200011 is currently ongoing. The results will be reported in a supplemental medwatch. Based on the reported information relationship between the event and the strattice device cannot be determined. No further actions are required as a nonconformance could not be confirmed.

Event description:
Healthcare professional implanted a piece of strattice firm 10x10 in patient. There were no complications. Patient had a subsequent surgery in late june. Patient came into the clinic for a follow up visit, at which time healthcare professional found what they suspect to be unincorporated strattice protruding from the incision.